Event description:
Patient sustained a bilateral mandible fracture in late 2008 and required open reduction internal fixation. On a follow-up appt with her oral surgeon, it was noted that the left mandible plate was fractured in the anterior one-third, in the area of one of the screws. Patient admitted in early 2009 to have plate removed and new one placed.